Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was 160 mg/dl to 180 mg/dl. Customer reports the drive support cap appears to be normal. Customer was able to complete insulin pump rewind. Insulin pump alarm contains more than one motor error alarm within the last 30 days. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test. No motor error alarm during testing noted. The motor was tested outside the unite and passed.